Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: ddbb2d1, device implanted: (B)(6) 2014. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2015, 1021 ventricular sic were observed with non sustained (ns) ventricular tachycardia (vt), high rate-ns and ventricular oversensing-noise detected episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance measured 1102 ohms in a rising trend up from 800-900 ohms and the rv lead integrity warning occurred on (B)(6) 2015 for sic >= 30 in 3 days and rv lead impedance variation in last 60 days. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the patient presented to the hospital following an alert from the device. It was noted that the right ventricular (rv) lead pacing thresholds had always been high due to patient condition, however, the values had been increasing very quickly. A device check indicated a high number of short interval counts (sic), episodes of non-sustained ventricular tachycardia (nsvt), ventricular oversensing and elevated rv pacing impedance measurements. The physician first disabled all detections and then pacing confirmed oversensing of noise, therefore, a lead tip fracture was suspected. The rv lead remains in use and the patient was hospitalized with further intervention to be considered by the physician. No patient complications have been reported as a result of this event.